Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer declined to load a second cartridge and was instructed to contact their healthcare provider to obtain alternate insulin therapy.